Manufacturer narrative:
E: (B)(6). Institution phone # (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring that was not working correctly. It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
The servicemax record was updated, and the service engineer (se) reported that the device was in use when the issue occurred. No patient or user harm reported. The servicemax record was updated, and it was reported that a front bezel was ordered, and the device would be serviced to correct the issue.

Manufacturer narrative:
The service engineer (se) reported that the front bezel (with navigation ring) was replaced. Functional testing was performed without any further issues. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was confirmed that the device was not in use when the issue occurred.